Manufacturer narrative:
The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. Visual inspection and deflection test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed the peek housing was bent and the electrode lifted. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 31499473l number, and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the peek housing bent, and electrode lifted could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified an electrode that is lifted. Initially, it was reported that during the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 16-apr-2025, a lifted electrode was identified. This was assessed as MDR reportable with an awareness date of 16-apr-2025.